Manufacturer narrative:
The event occurred at (B)(6) hospital. (B)(4). Approximate age of device ¿ 1 year and 1 month. Device evaluation: thrombus was confirmed through the evaluation of the pump. The pump was returned assembled with an intact driveline. The sealed inflow conduit and the sealed outflow cannula were returned attached to their respective pump ports. Examination of the pump blood-contacting surface found an non-laminated deposition situated between two rotor blades. The lack of laminated layering and structure suggests that the deposition did not initially develop on the rotor; however a root cause for the development of this deposition and its direct correlation with the reported infection could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. During the investigation of the returned pump, thrombus on the body of the rotor was found. The type of thrombus could not be confirmed at the time of discovery. The deposition did show some denaturation on the side that was adhered to the rotor.